Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2011 and ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05417. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal and replacement of transobturator sling, and monarc sling was implanted on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 07/28/2017 additional information:

Manufacturer narrative:
Additional patient codes: (B)(4)- infection, (B)(4)- blood loss, (B)(4)- vaginal scarring, (B)(4)- recurrence, (B)(4)- urinary problems additional information: additional narrative: it was reported that the patient underwent mesh removal on (B)(6)2012 by (B)(6) at (B)(6). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and vaginal scarring.